Event description:
The customer reported approximately 10 mls of brown colored liquid leaked underneath the coulter lh 500 hematology analyzer onto the counter top. The leak was not contained within the instrument. The customer stated the instrument was generating "tube forward" errors while performing quality control (qc). There was no exposure to open wounds or mucous membranes. The operator was wearing the personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the incident. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or change to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the needle was bent. The fse replaced the needle and the instrument performed without any errors, but the needle bellows continued to leak. The fse also observed the pinch valve (pv21) was not actuating properly. The fse replaced the actuator for pinch valve (pv21) and the instrument performed without any leaks. The fse then performed verification of instrument and the instrument was returned to normal operation. (B)(4).